Event description:
It was reported that during a bph surgical procedure "metallic tip broke off of the fiber approximately 10 seconds after initial use". The tip was immediately retrieved intact by the surgeon. The fiber was exchanged and the procedure was completed by using a second fiber. Patient outcome: no injury to the patient was reported.

Manufacturer narrative:
(B)(4).